Event description:
It was reported that a revision surgery was performed to address a mobi-c implant whose poly core migrated, causing the implant to collapse.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address a mobi-c implant whose poly core migrated and fractured, causing the implant to collapse. During the revision, an ent was called in to do an impromptu hemithyroidectomy due to metallosis. The mobi-c was converted to an acdf.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the product was returned. The articulating surface of the polyethylene insert showed multidirectional scratches, burnishing, and pitting consistent with wear. The superior endplate, inferior endplate, and polyethylene insert had evidence of damage consistent with impingement. Overall the results of the analysis are consistent with a device having impingement. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Voluntary medwatch report mw5113620 was received from the user facility. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address a mobi-c implant whose poly core migrated and fractured, causing the implant to collapse.

Manufacturer narrative:
Corrections in b5, d9,and h3. Additional information in b7, d6a, and h6: impact and clinical codes. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a revision surgery was performed to address a mobi-c implant whose poly core migrated and fractured, causing the implant to collapse. During the revision, an ent was called in to do an impromptu hemithyroidectomy due to metallosis. The mobi-c was converted to an acdf.

Event description:
It was reported that a revision surgery was performed to address a mobi-c implant whose poly core migrated and fractured, causing the implant to collapse. During the revision, an ent was called in to do an impromptu hemithyroidectomy due to metallosis. The mobi-c was converted to an acdf.

Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.